Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the loosening of the humeral component resulting in discomfort to the patient.